Manufacturer narrative:
The valve was received for evaluation. Device history record (DHR)- review of the history device records for the valve was not possible as the lot number was unknown. Unique device identification (UDI)#: (B)(4). Failure analysis - the position of the cam when valve was received was 90mmh2o. The valve was visually inspected: proximal and distal connectors were pulled out and not returned as well as a needle hole in the silicone housing over the valve casing. The valve was hydrated per internal procedure. The valve passed the test for programming, leak, reflux and pressure. The possible root cause for the problem reported by the customer could be due to biological debris and high protein levels, at the time of the investigation no occlusion was noted with the valve.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The hakim valve was implanted via v-p shunt. An implant date and initial setting was 100mmh2o. The procedure was for the treatment of snph (secondary normal pressure hydrocephalus). However, disorientation was observed, and the ventricular enlargement was confirmed by x-ray; valve obstruction was suspected. Therefore, the valve was replaced with a new one (competitor). The patient recovered from the disorientation and the ventricular enlargement.